Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related to the reported problem. Further, a review into the depuy mitek complaints system revealed similar complaints for this lot of released to distribution. A CAPA and a non-conformance have been opened to document the non conformance and this failure investigation relating to this failure mode. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the surgeon that during shoulder repair, it was observed that one of the anchors of the suture limbs snapped at the knot when tying the half-hitch on. According to the report, the event occurred when the surgeon placed multiple pro-knot anchors for an instability repair. It was reported that the surgeon was able to finish the case with multiple anchors in varying places along the glenoid. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.